Event description:
It was reported that since implant, the patient felt tired all the time. The patient stated they would get up between 6-7am and have breakfast and feel ready to go back to sleep. It was noted that since they began changing the patient¿s programming, they had felt pain in their upper back near their shoulders. It was stated, the therapy was working great for the patient at night and they used to get up 4-5 times per night to go to the bathroom, but since their device was implanted that had stopped but they were having troubles first thing in the morning making it to the bathroom. It was reported, the patient was having trouble with their shoulders and back pain. It was stated, they were hurting and they might be fine for a couple of hours then they felt ¿tired across the shoulders.¿ it was noted, the patient¿s manufacturer representative reset the programs for the patient and switched them from program 2 to program 3. Follow up information received reported that the patient still had concerns regarding their device therapy but had not sought further help. Appointments of (B)(6) (met with doctor) and (B)(4) 2013 (met with manufacturer¿s representatives) were noted. It was later reported the cause of the event was unknown and the patient did not require hospitalization. It was noted, the patient was seen at their regularly scheduled appointment on (B)(6) 2014 and it was found they were having incontinent issues. It was stated, the patient had a urinary sample taken and sent to the lab and they found they did have a bladder infection and would be treated.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va050vh, implanted: 2013 (B)(6); product type lead. (B)(4).